Event description:
Reportedly, pt expired after an implant date of 2007 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Info received from implant pt registry. Per surgeon's office, pt had cardiogenic shock.

Manufacturer narrative:
Device not returned.